Event description:
On (B)(6) 2015, the reporter (a pharmacist) contacted lifescan (B)(4) , alleging inaccurate high results obtained on the subject meter compared to a hospital meter. No results were provided for either meter. This complaint is being reported because the unspecified results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.